Event description:
It was reported that the attached tip of the hyper small lt curette 25khz handpiece broke off during the course of a procedure and fell into the surgical site. The tip fragment was removed using forceps. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Manufacturer narrative:
The device was evaluated and confirmed to be broken at the tip. The tip was found to have fractured due to contact with other metal devices in the surgical site. The device was returned to the customer unrepaired at their request.

Event description:
It was reported that the attached tip of the hyper small lt curette 25khz handpiece broke off during the course of a procedure and fell into the surgical site. The tip fragment was removed using forceps. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Manufacturer narrative:
Device evaluation in progress.